Event description:
It was reported that the customer was hospitalized due to high keytones. The customer's most recent blood glucose reading was 393mg/dl, and he has treated with the insulin pump and manual injections. It was stated that the customer was experiencing unexplained high glucose for the past two days. The diabetes educator called back and wanted to know if the unabsorbed insulin was active insulin. The customer's info was reviewed and found that the customer was bolusing every other hour and large amounts of insulin. Advised the caller that from the report and from what he explained, it looks like the cannula is moving out of the layer. It was stated that the customer did disconnect at the quick release, delivered a bolus, and the insulin exited. Advised the caller to have parents to call back to troubleshoot the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.